Event description:
Related manufacturer reference number: 1627487-2023-01749. It was reported the patient lost effective coverage due to the s2 and l1 drg leads had migrated. The patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
An event of lead migration was reported to abbott. The patient had a fall. Both leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.